Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the manifold, inflation lumen, and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 4mm from the tip of the device there was a longitudinal tear for a length of 6mm. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.